Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The assignable cause was a defective heater pan. The device was forwarded to service, where the entire unit was scrapped. Baxter will continue to monitor similar reports to determine if further actions are required.